Manufacturer narrative:
The device was received with both tamper seals were broken and cracked top case(both lower front corners) and right plunger case (on the side). The history log showed force sensor bridge test. The device was tested using the power up process, check and test force sensor. Force sensor bridge test error was duplicated at power up. Main board did not operate as intended. The root cause was unable to determine. No physical damaged and contamination was found on the main board. The tech replaced main board. Performed power up process and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a force bridge error / replaced cable and sensor but still getting error. No patient injury reported.